Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there were no known causes or contributing factors of the motor stalls, they were alerted to the motor stall by the critical alarm. The pump was not explanted/replaced but was switched off and the patient was converted to oral opioids. The pump remains implanted. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine sulfate 10.0 mg/ml at 1.501 mg/day via an implantable pump by simple continuous dosing for an unknown indication for use. It was reported from the healthcare provider that the patient had heard their critical 10 minute alarm and therefore attended "a<(>&<)>e" this afternoon. It was reported that it appears that has been happening since (B)(6) 2019 with 6 episodes since then and 2 today, (B)(6) 2019. The pump motor stall recovery occurred approximately after 45 minutes. The patient has not reported any pain and has gone home with instructions regarding withdrawal and using oral morphine if necessary. It was noted that they will get the patient in urgently on wednesday, (B)(6) (time to be arranged). Pump logs were provided and indicated that there were multiple motor stalls and recoveries. The pump has been switched off using the daily code and the patient was advised to follow an oral regimen. Explant of the pump has not been decided or scheduled yet. No further complications were reported and/or anticipated. (B)(6) 2019 at 16:31 motor stall occurred. (B)(6) 2019 at 18:15 motor stall recovery occurred. (B)(6) 2019 at 15:11 motor stall occurred. (B)(6) 2019 at 15:20 motor stall recovery occurred. (B)(6) 2019 at 20:36 motor stall occurred. (B)(6) 2019 at 21:40 motor stall recovery occurred. (B)(6) 2019 at 12:22 motor stall occurred. (B)(6) 2019 at 12:31 motor stall recovery occurred. (B)(6) 2019 at 11:52 motor stall occurred. (B)(6) 2019 at 12:07 motor stall recovery occurred. (B)(6) 2019 at 15:09 motor stall occurred. (B)(6) 2019 at 15:16 motor stall recovery occurred. (B)(6) 2019 at 10:26 motor stall occurred. (B)(6) 2019 at 11:01 motor stall recovery occurred. (B)(6) 2019 at 13:17 motor stall occurred. (B)(6) 2019 at 14:31 motor stall recovery occurred. (B)(6) 2019 at 15:09 motor stall occurred. (B)(6) 2019 at 16:00 motor stall recovery occurred.